Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Simultaneous flow was reported during patient use of a primary access administration set. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported. There is no additional information.